Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tenaculum forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: this one is a pitch cable (the broken cable).

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure the customer discovered a broken wire on the tenaculum forceps instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information about the complaint: there was 1 cable visibly protruding from the distal end of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to use with no damage noted.